Event description:
A pt who was being supported by left and right ventricular assist devices (lvad and rvad) was being prepared to be taken for a walk, when the nurse noticed sparks coming out of the back of the dual drive console (ddc). The pt was switched to a back up driver without incident. Initial examination of the unit traced the malfunction to the main ac power cord located at the back of the ddc. A burnt spot was found on the power cord at the strain relief on the back door of the ddc. The power cord was replaced which corrected the problem. The faulty power cord will be returned to thoractec's manufacturing facility for further evaluation. Any necessary corrective action will be determined upon completion of the failure investigation. The power cord had been in use with the ddc for 13 years with no prior incidents.